Event description:
It was reported that a user was unable to insert the cartridge into the ilet pump because the rewind step was not performed; after completing the rewind, the cartridge seated properly and normal use resumed. There were no reported adverse clinical effects. Outcomes included no health consequences investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed user handling error during the cartridge change process, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect supply change steps.